Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted controller event log file. The log file contained approximately 3 days of data ((B)(6) 2023 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were captured on (B)(6) 2023 from 0:41:13 to 0:41:59 due to a loss of ac power while connected to the mpu. The alarm resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the loss of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Additional information provided stated that that the mpu was not exchanged and that the ac power cord became disconnected from the wall outlet during the event and was reconnected shortly after. The root cause of the reported event was determined to be the ac power cord becoming disconnected from the wall outlet, per the reported information. Heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿. Covers all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power. The heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records of the mpu could not be reviewed as the serial number is unknown. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured low voltage hazard/ no external power events (B)(6) 2023, at 00:41 while using the mobile power unit (mpu). It was also noted that mpu lost total power enabling the emergency backup battery (ebb) in the controller until power was restored to the mpu. Event lasted approximately 47 seconds with no interruption to pump support. The mpu has a v-lock connector on the ac power cord. The patient was hooking themselves up to the mpu from battery and did not realize the mpu was unplugged at the wall. As soon as their spouse noticed it, they immediately plugged it back. The patient said that they did not have an alarm when this happened. Related controller MFR# 2916596-2023-02146.

Event description:
There is no related manufacturer report number. Additional information reported that the patient's system controller was working appropriately, and that they did hear the alarm.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.